Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic skin overgrowth issues and infection at the implant site. On (B)(6) 2013 the patient was prescribed oral antibiotics to treat infection. The patient underwent skin revision surgery on (B)(6) 2013 and (B)(6) 2014 to excise the excess skin. The implanted device remains.